Manufacturer narrative:
Had received a call that a resident had fallen from the bath chair. Investigation by the facility revealed no deficiencies in the bathing system and incident could not be duplicated. Caregiver did suffer slight back strain as she caught the resident and helped them to the floor as help arrived.

Event description:
Resident fell from bath chair.